Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the right ventricular (rv) lead and pacemaker were replaced. No additional adverse patient effects were reported.